Event description:
It was reported the patient had externalized conductors confirmed via fluoroscopy on the right ventricular channel.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.9cm was returned for analysis. External insulation abrasion was noted at 11.4-11.5cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
Additional information that the lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that noise reversion episodes were observed. The episodes were present on egm with one noise reversion. The noise was reproducible with isometrics. Rv lead impedance was variable. It was suggested to replace the lead.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the patient was discharged without any further event.